Event description:
Bad skin rash; dexcom g6 causes massive dermatitis as a result of an allergy to the adhesive dexcom uses. Many people are allergic to formaldehyde resins, which is most likely contained in dexcom g6 adhesive. FDA safety report ID # (B)(4).